Manufacturer narrative:
H3: product analysis #248449183:analysis information -- 2020-02-14 10:38:38 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient described the feeling of the ins automatically switching on/off. Mdt data was normal. Radiology examination of the electrodes was performed, which did not show any abnormalities. The cause of the event was not determined. The device was explanted. It was unknown if the event resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the device was not available at the time of report. Once analysis results are available a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the stimulation automatically turned on although being switched off. It was noted that there was no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The physician planned to explant the device. The issue was not resolved at the time of report.